Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: retrospective analysis of cervical corpectomies: implant-related. Complications of one- and two-level corpectomies in 45 patients. Sebastian hartmann1 and p. Kavakebi 1 and c. Wipplinger1 and a. Tschugg1 and p. P. Girod1 and s. Lener1 and c. Thomé1. Received: 1 december 2016 /revised: 20 march 2017 /accepted: 4 april 2017 /published online: 17 april 2017. N=3 post op screw loosening. N=3 post op screw backout.